Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2012 (B)(6); 419688 lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the device observations showed that ventricular fibrillation (vf) detections were off, yet they were all on. The device remains in use. No patient complications have been reported as a result of this event.